Manufacturer narrative:
Analysis of the AED is ongoing and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is blank straight out of the box. They reported that this did not occur during patient use.

Manufacturer narrative:
The AED device was returned and evaluated. The reported issue was issue was confirmed, although the asi was blank, the device passed all functional testing. The reported condition does no impact patient safety or device performance.